Event description:
Additional information received indicated that there was no revision procedure for this patient on (B)(6) 2020. The procedure that took place for this patient on (B)(6) 2020 was the primary procedure not a revision.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Revision of left attune revision total knee replacement. Patient underwent revision of left total knee replacement on (B)(6) 2021 to attune revision prosthesis, rp with stems and sleeves to both the tibia and femur. The patient has an underlying condition called charcot-marie-tooth disorder. Patient presented back to surgeon with instability and hyperextension of his left knee. Procedure performed today was revision of left attune revision prosthesis to lps distal femoral replacement. The tibial construct was assessed to be stable and was not revised. The femoral construct of femur, sleeve and stem was revised and a distal femoral replacement prosthesis was inserted.